Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's tip did not open while removing the tissue. The customer discovered a broken wire and completed the procedure with backup I&a. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was dissecting with the instrument when the issue occurred, there was no system fault. The target tissue was on the colon but the instrument's jaws were not stuck on it, so there was no unexpected tissue removal, no adverse effect to the grasped tissue, and no bleeding due to this issue. The procedure was completed robotically.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.